Event description:
Rptr's wife had an accident with a glass female catheter. She went to the toilet and inserted the catheter in her urethra. She passed urine and the catheter broke inside her. She was taken to the hosp where a 4 to 5 cm piece of glass was removed by a suprapubic cystostomy.